Manufacturer narrative:
This serves as a correction report. After initial report was submitted on 18-jan-2023, abbott diabetes care (adc) received additional information on 27-jan-2023 via customer contact. It was clarified that the customer was already "hospitalized due to a cause unrelated to adc product when it fell off". Based on the information provided, there is no indication that an adc device contributed to a serious injury. Report was submitted in error. The following corrections have been made to this correction report, sections below have been updated per additional information received from the customer. B2 - outcomes attributed to ae b5 - describe event or problem h2 - if follow up, what type?

Event description:
A caller reported that the customer's adc device detached prematurely. As a result, the customer experienced symptoms described as "panicking" and a loss of consciousness however, no further information was provided as the call was disconnected. Abbott diabetes care (adc) customer service contacted the customer and additional information was received on 27-jan-2023. It was clarified that the customer was already "hospitalized due to a cause unrelated to adc product when it fell off". Based on the information provided, there is no indication that an adc device contributed to a serious injury. Therefore, adc considers this issue to be non-reportable and closed.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer's adc device detached prematurely. As a result, the customer experienced symptoms described as "panicking" and a loss of consciousness however, no further information was provided as the call was disconnected.